Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the blood parameter probe failed the arterial standard reference sensor test. The failure was recorded as an "f101" error message. As a result, an alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.